Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. During troubleshooting with tandem technical support, the pump was able to be turned back on after plugging into a power source. However, the pump customer's pump history was noted to be inaccurate. During the call, the pump unexpectedly reset. There was no impact to the customer's blood glucose level, as the pump was being used with saline and was not being used for insulin therapy at the time of the reported issue.